Event description:
It was reported that the patient presented with blood oozing from catheter exit site. Investigation showed a slit/tear in the catheter tubing approximately 2 cm proximal to the dacron cuff. Catheter was placed in 2006 and removed in 2007. Hospital used only povidone iodine to clean and disinfect their catheters. No alcohol or bactroban used in this case.

Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause is unknown. A semi-circumferential break was found in the d/l tubing of the hemoglide catheter approximately 0.8 inches proximal to the cuff. It appears that the d/l catheter had been kinked where the d/l tubing was split open. It is possible that the catheter was repeatedly kinked, which caused a gradual degradation in the material that eventually lead to the split in the tubing. The semi-circumferential split in the catheter breached both lumens. The instructions for use (IFU) warns that "catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens." The product IFU provides a recommended dressing technique, which would help prevent the catheter from kinking. A chr of lot #reqd0378 showed no other similar product complaint(s) from this lot.